Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to hyperglycemia and kidney problems too. Customer stated that he was getting no delivery alarms on his insulin pump and had to change the infusion set six or seven times. Blood glucose reading at the time of the hospitalization was 570mg/dl. Customer reported that he was wearing the insulin pump at the time of the incident, but is not currently using it. Customer stated it is possible that the cannulas were bending. No issues were noted during the troubleshooting. Customer has been released and is being treated with manual insulin injections. Current blood glucose level is 191mg/dl. No further information was reported.